Event description:
It was reported that this pacemaker system had triggered lead safety switch (lss) for the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system had triggered lead safety switch (lss) for the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker system had triggered lead safety switch (lss) for the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.